Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm and moisture damage found on (B)(6) 2021. The insulin pump was received with a critical insulin pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical insulin pump error (open book image) alarm. Unable to interrupt critical pump error (open book) alarm to download firmware using crest. Moisture damage was found on the electronic assembly electrical board, the motor and force sensor during visual inspection. Cleaned electrical board with isopropyl alcohol with no effect. A test case, electrical board, motor, and force sensor was swapped out and successfully downloaded firmware utilizing crest and successfully downloaded the trace/history files using thus. A review of the downloaded history files reveal on (B)(6) 2021 at 19:54 the insulin pump alarmed pump error 35 which caused the critical pump error (open book image) alarm. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly electrical board, the motor, and force sensor. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (21.6 millivolt). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, end cap address label faded, serial number label stained, and pillowing keypad overlay. Critical insulin pump error (open book image) alarm, pump error 35 alarm, and moisture damage are confirmed due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that they was swimming with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.